Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was being implanted with an impella 5.0 device for mechanical circulatory support. Prior to the implantation, the patient was listed in not good condition. During the implantation, they were not able to enter the wire into the left ventricle, and after 1 hour, the cardiac team made the decision to abort the procedure.